Event description:
Description of event: patient mentioned they were in a car accident and had a nevro implant and the nevro leads broke in probably (B)(6) 2025 so they replaced the nevro implant with their (B)(6) implant. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).